Event description:
Hcp reported that in june 2000, the pt developed a device pocket infection with fever, redness, and swelling after the "pump was contaminated during a refill procedure - break in technique observed". The pt received IV antibiotics and total device system explant. The infection resolved with no drug withdrawal. The device was not returned to the MFR for analysis.